Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was not able to duplicate the reported device behavior. However, the fse found a clicking sound issue within the gas delivery engine (gde), which is unrelated to this reported event. A gde assembly was replaced for this device. The fse performed the operational verification procedure for the device and passed. Having met manufacture specification the device was returned to the customer for use.

Event description:
The customer reported a burning smell, on this ventilator device prior to use. The customer stated no patient involvement with this event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis (fa) group received the suspect gas delivery engine (gde) part number 16650 revision j, serial number (B)(4) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the gde into a test device and cycle the device on for an extended period, which could not duplicate the reported device behavior. After further evaluation and re-working of the gde sub-components no problem was detected to a component failure. At this time, the reported event was not confirmed and not duplicated. The fa lab was not able to duplicate the reported issue therefore no root cause can be determined.